Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated the device was returned fully clip-deployed. Thumb advancer deployment and exchange sheath slitting were complete; however, there was a stringer of unbroken exchange sheath hanging over the tubeset at the proximal end. This might have caused a slight resistance while advancing the thumb advancer. The exchange sheath stringer remained securely attached not loose or broken. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, although during thumb advancer deployment, difficulty was encountered and exchange sheath splitting could not be completed, the clip was deployed and achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.